Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, successful defibrillation threshold (dft) testing was performed. However, the defibrillation impedance measurement observed was 22 ohms. The caller stated the patient has virtually no fat and the system is on the facial plane. A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they will continue to monitor the patient. No adverse patient effects were reported.